Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check, a couple non-sustained ventricular episodes were observed. The patient was asymptomatic. Upon interrogation, oversensing was observed. Programming changes were made. The patient remained stable before, during, and after the device interrogation and will continue to be monitored.

Event description:
New information received notes that after the patient received a patient notifier, episodes of non-sustained oversensing and vf were observed. Review of the signals revealed noise. The hv therapy was programmed off.